Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 569 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed no delivery prior to the event. The insulin pump needed a new battery, so testing could not be performed. The customer's mother stated that an issue with the infusion set caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.